Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer states that unit ceased during use. The unit shows signs of heat damage to the interior and exterior casing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.